Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect occurred due to that the cooling fans are not working. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found a temperature error occurred without rotating the cooling fan on the lamp house side. Furthermore, the following additional issue was identified during inspection: the output connector (light guide connection) rattles due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite xenon light source had a faulty light source filter. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a temperature error occurred without rotating the cooling fan on the lamp house side. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.